Event description:
After intubating this patient, x-ray was attempting to place their board under patient when the tube holder cracked. This allowed the weight of the circuit to extubate the patient. The cuff was inflated when this happened. Patient was re-intubated without incident. The crack occurred on the bridge of the tube holder, which sits across the patient's upper lip.